Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with an unknown flexnav delivery system. The patient's annular dimensions were as follows: min diameter = 20.3mm; max diameter = 27.5mm; perimeter derived mean diamter = 23.5mm; perimeter = 76mm; area = 433mm2; and angle of aorta = 46 degrees. The patient's native valve leaflets were heavily calcified. During deployment, the physician reported difficulties with one of the retainer tabs not releasing. The physician performed troubleshooting procedures according to guidelines. With one hook caught in the frame rotation, push and pull maneuvers were applied to release the valve from the delivery system. After the valve was released, it was noted the valve had lifted upwards to an acceptable position. The starting implant depth at the non-coronary cusp (ncc) was 3mm and the final implant depth at the ncc was about 0mm after full release. The invasive gradient following implant was 8mmhg. The patient then presented with persistent hemodynamic instability with a drop in blood pressure and suicide left ventricle post-transcatheter aortic valve implant (post-tavi) was observed. An emergency decision was made to apply resuscitation and medical therapy. Veno-arterial extracorporeal membrane oxygenation (ECMO) support was initiated. No post-dilatation was performed. The patient status was reported as stable and released from intense care unit (ICU).

Manufacturer narrative:
An event of a separation problem and device migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there were difficulties releasing one retainer tab, and the valve migrated to an acceptable position after troubleshooting was completed. The provided cine was reviewed by an abbott senior staff r&d engineer. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.